Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the indication for surgery? What was the exact procedure? What color cartridge was used throughout the procedure? Was there any staple malformation issue noted throughout the procedure? Was there any difficulty with device intraoperatively? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to a gastrectomy the patient presented with a leak in the posterolateral part of the anastomosis (gastrojejunal) between 3 and 5 postoperative days.

Manufacturer narrative:
(B)(4). Date sent: 9/21/2023. Additional information was requested and the following was obtained: what was the indication for surgery? Paciente con adenocarsinomagastrico - patient with gastric adenocarcinoma what was the exact procedure? Gastrectomía subtotal radical por vía laparoscópica - laparoscopic radical subtotal gastrectomy what color cartridge was used throughout the procedure? Sección gástrica: recarga azul, sección intestino delgado: recarga blanca y anastomosis gastro yeyunal: recarga azul - gastric section: blue reload, small intestine section: white reload and gastrojejunal anastomosis: blue reload. Was there any staple malformation issue noted throughout the procedure? No se evidencio ningún problema de malformación de grapas, sin embargo, en las recargas en la zona media no se evidenciaron los empujadores luego de usarlas. - no problem of malformation of staples was evident, however, in the reloads in the middle area, the pushers (reload drivers) of the staplers were not evident after using them. Was there any difficulty with device intraoperatively? Ninguna dificultad con el dispositivo - no difficulties with the device was a leak test performed? If so, what type and what was the result? No se realiza prueba de fugas normalmente en este procedimiento, únicamente en las gastrectomías totales - leak testing is not normally performed in this procedure, only in total gastrectomies was the staple line visualized endoscopically during the initial surgical procedure? No, no se realiza de rutina endoscopia intraoperatoria para los procedimientos de gastrectomía subtotal - no, intraoperative endoscopy is not routinely performed for subtotal gastrectomy procedures. How was the leak identified? Evolución clínica del paciente entre el 3 a 5 días post operatorio, imágenes de tac - clinical evolution of the patient between 3 to 5 days postoperatively, CT images. What was observed at the site of the leak upon reoperation? Se observo una dehiscencia en la anastomosis a nivel de la línea de grapas en el tercio medio de la misma. - a dehiscence was observed in the anastomosis at the level of the staple line in the middle third of it. How was the leak addressed? Mediante reintervención y resección de la anastomosis. - through reintervention and resection of the anastomosis.